Manufacturer narrative:
The nail was removed and the patient was implanted with a new precice nail, without incident. The patient is continuing their lengthening treatment with precice, and no negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process, and that the device was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after approximately one (1) month of implantation. The nail allegedly appeared to not be lengthening; however, the nail lengthened intra-operatively.